Event description:
Patient was pinned with the airo beds mayfield 3 point fixation device. When trying to attach it to the table, the connections failed two times. Surgeon aborted use on the table.

Event description:
Additional information received on 02/28/2023 from reporter for mw5114995; and use a standard or (operating room) table.